Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. See h.10.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle label was missing the words "penta point" on it. The following information was provided by the initial reporter: "consumer reported the word penta point was not on her new box. Her older box had the penta point on it but not exp date. Older box found in home"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle label was missing the words "penta point" on it. The following information was provided by the initial reporter: "consumer reported the word penta point was not on her new box. Her older box had the penta point on it but not exp date. Older box found in home".